Event description:
The shunt passed testing when tested with a lumbar puncture kit. The shunt was inserted into the ventricle and the catheter passed into the peritoneal space. When dr attempted to flush the catheter, there was no flow. Shunt was discarded due to body flush contamination. A delta valve was used.